Manufacturer narrative:
Additional information: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 14feb2019, it was found during investigation that there was a 1.2cm hairline crack noted on the side of the red hub with the arrow marking.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use, manufacturing instructions, and quality control data. The complainant returned one 12fr 15cm double lumen catheter for investigation. Visual inspection of the device concluded that there was one kink in the red extension tube where the red clip crimped the extension tube closed, biomatter was present throughout the device, and there appeared to be no other damage to the manifold, suture wing, extension tube, and/or catheter. A leak test was performed on all hubs. The red hub leaked and visual inspection confirmed that the red hub had a 1.2 cm hairline crack. Crack was noted on the side of the hub with the arrow marking, the gate was noted on the opposite side (therefore the crack was along the weld line). Biomatter was present in the extension tube. Cavity number of the hub was 1. The blue hub did not leak and visual inspection confirmed that there was no damage to the hub. Biomatter was present in the extension tube. A tug test was performed on all lumens and their connections to the suture wing and the hubs. All connections were noted to be secure. Investigators could recreate the reported failure mode. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were noted. The complaint was confirmed based on the returned device. A definitive conclusion could not be established. Measures have been initiated to address this failure mode. The supplier is supporting cook inc. In this process. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information has previously been reported, is unknown or is unavailable. Correction the reported device was returned and discovered to be a different rpn than originally reported. The rpn has been corrected. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Mpb. Concomitant products: the device was attached to the filter tubing of the prismaflex. K161504 (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cook turbo-flo hd hemodialysis catheter used for continuous renal replacement therapy (crrt) and "was" attached to the filter tubing of the prismaflex began leaking at the hub. When the nurse pulled back on the access line for flushing, blood leaked at the hub of access port. Then the leak was noticed when the nurse flushed the line. It is unknown how long the device was in use. The device was removed and replaced in an additional procedure. It was reported that the new device was most likely it was rewired in the same insertion site as the catheter that was removed. As reported, the patient did not experience any adverse effects due to this occurrence.